Event description:
A consumer reported having essure inserted. She reported that immediately after essure placement she experienced pain, headaches, foul odor and constant bleeding. She went for her x-rays after the three months and was told by the technician that it appeared that the coils had punctured the fallopian tubes and one of the coils was broken. Her doctor disagreed with the tech's statements and blamed her problems on endometriosis. In 2008, she had a hysterectomy; after the surgery, the physician finally admitted that her tubes had been punctured. She experienced menopausal symptoms since hysterectomy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs